Manufacturer narrative:
The transmitter was unable to charge due to a broken cow catcher and damage to all contact pins. The functional testing could not be performed due to charge anomaly. The transmitter was received with a broken case at the test plug connector.

Event description:
Customer reported that the transmitter was broken. He stated that the connection bridge was damaged and that one of the prongs was bent. No blood glucose reading was given. Nothing further was reported.